Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign object was present due to incomplete reprocessing. The instruction manual identifies verbiage which may have prevented the phenomenon in "chapter 4 reprocessing workflow for endoscopes and accessories", "chapter 5 reprocessing the endoscope (and related reprocessing accessories)", "chapter 6 reprocessing the accessories", and "chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had a poor, noisy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material coming from the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material coming from the forceps channel. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; the connecting tube had a dent and a scratch; the control unit and distal end had discoloration; the control unit was sticky due to water leakage; due to a chip on the objective lens, flare occurred on the image; due to a pinhole on the channel-tube, water tightness was lost; due to corrosion on the connecting tube, insulation resistance value does not meet the standard value; due to corrosion, switch 3 did not work; due to damage on charged coupled device unit, a foggy image occurs; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; the forceps channel port was dirty; the light guide-bundle was slipping down; the grip, upward/downward angulation plate, and universal cord were sticky. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no reported abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.